Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during priming. The customer's mother did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 70 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. No a7 or e70 alarm during our testing. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests due to motor error alarm however, the motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing the reservoir tube o ring and missing end cap sticker.